Manufacturer narrative:
(B)(4): review of the black box shows evidence of power on resets. A visible inspection shows no damage to the returned battery cap or the battery compartment. There are no alarms related to the compliant in the alarm history. A battery cap functional test was performed; no connection defects were observed. The returned battery caps width and height were measured and both were found to be within the required specification. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The power complaint was confirmed in the pump history but could it not be duplicated during the investigation process.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient had a blood glucose level of 24 mmol/l with emisis related to intermittent power to the pump. The reporter stated that after changing the battery the previous day, the pump had intermittent power. The reporter changed out the battery again during troubleshooting without resolving the issue. The reporter confirmed that the battery compartment and cap were intact and attached securely with no yellow o-ring visible. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.